Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that while being prepped for a surgical procedure, the tibial articular surface provisional broke into two pieces. This was not used in the surgery.

Manufacturer narrative:
Visual inspection of the returned device confirms that the lateral condyle had fractured splitting the part in two. Wear can be seen on the posterior edges of the device. Marks and wear lines can be seen on the inferior surface indicative of use. The lot had been in the field for approximately one year. However, it is unknown how many times this device had been used during that time. This device is used for treatment. It is noted in the complaint that the instrument snapped while being assembled and therefore not used. A field notification was sent to all persona users and hospitals on file on august 7th, 2014. This provided additional clarifications relating to the instructions for use of the tasp constructs. Subsequently, the ps tasps have been redesigned to add material and strengthen the areas where fractures occur on these devices. The device reported in this complaint was manufactured prior to these design changes.